Event description:
Patient post gastric bypass, with gastrostomy tube placement in gastric remanent on (B)(6) 2025. On (B)(6) 2025 0240 am staff had assisted patient to commode, upon patient standing from commode, gastrostomy tube fell to floor. Provider was notified, arrived to bed side, inspected tube, balloon on tube noted to be broken.